Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states mattress is torn and worn, and the bed will raise then fall.